Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device showed errors in temperature. Errors in water temperature readings. In addition, they asked for a complete service and checking of filters with possible replacement. During the water change, garbage flowed out. Per review of wo on 28mar2025, there was no patient involvement. Per follow up information received via mail on 28mar2025, the device was on its way to crs service center.

Event description:
It was reported that the arctic sun device showed errors in temperature. Errors in water temperature readings. In addition, they asked for a complete service and checking of filters with possible replacement. During the water change, garbage flowed out. Per review of wo on 28mar2025, there was no patient involvement. Per follow up information received via mail on 28mar2025, the device was on its way to crs service center. Per sample evaluation results received via task on 08may2025, fill tube was clogged.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is inadequate maintenance of the device. The device was evaluated upon receipt. It was confirmed that waste coming out during water change. Changed water. The device passed the procedure and can be placed back into normal use. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun temperature management system service manual for additional information. To replenish the internal cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun® temperature management system cleaning solution to the first bottle of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. A DHR is not required as this is not an out-of-box failure. Corrections: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.